Event description:
The rptr stated that the back haptic of a cq2015a lens got stuck in the injector as the surgeon attempted to insert the lens. There was no pt contact.

Manufacturer narrative:
(B)(4): eval results - visual inspection of the returned product showed half of the lens was torn off and missing and there was a thread like material on entire surface. Conclusion (other): based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4)